Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the 1.5mm/2.0mm screwdriver blade with holding sleeve, short (p/n 314.67, lot number l817705) was received at us cq. Visual inspection of the complaint device showed one of the tabs on the external holding sleeve component was bent and the screwdriver blade component was missing. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the screwdriver blade component is missing and one of the tabs on the external holding sleeve component is bent. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Lot number l817705 belongs to part 314.670.96-us therefore the mre was performed for this part and lot combination. Part: 314.670.96. Lot: l817705. Manufacturing site: hägendorf. Release to warehouse date: jun 28, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at fsl ups (B)(4) site on an unknown date, a screwdriver blade with holding sleeve was observed to be a missing a piece. There were no patient and surgical involvement reported. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).